Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014. The procedure went well and the patient was fine.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation description: final analysis found an integrated circuit anomaly which resulted in a high current drain.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.